Event description:
It was reported that guidewire stuck and difficult to deploy the farawave pulsed field ablation catheter were experienced. During the procedure, after completing the upper left vein, and when deploying the catheter back into flower position to look for the lower left vein, the catheter would not fully go into flower position and remained blocked in a doughnut shape. Additionally, from the start of the procedure, guidewire stuck also occurred when trying to pull the wire out. The catheter was removed from the body, tested and the issue remained. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The device was received for analysis. It was further reported that no tissue was observed on the tip of the catheter or guidewire. Only the catheter required replacement, while the guidewire was utilized to complete the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the farawave was visually inspected for any damage that would have led to the guidewire stuck allegation seen in the field and no abnormalities were found. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Dissection revealed that the guidewire lumen was kinked outside the inner hypotube, likely causing the guidewire to become stuck.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that guidewire stuck and difficult to deploy the farawave pulsed field ablation catheter were experienced. During the procedure, after completing the upper left vein, and when deploying the catheter back into flower position to look for the lower left vein, the catheter would not fully go into flower position and remained blocked in a doughnut shape. Additionally, from the start of the procedure, guidewire stuck also occurred when trying to pull the wire out. The catheter was removed from the body, tested and the issue remained. Subsequently, the catheter was replaced. The procedure was completed and there were no patient complications. The device is expected to return for analysis. It was further reported that no tissue was observed on the tip of the catheter or guidewire. Only the catheter required replacement, while the guidewire was utilized to complete the procedure.